Event description:
The customer contact reported air in the tubing distal to the device with no device alarm. At an unspecified time, the device was programmed to deliver an unspecified concentration of noradrenalin, and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, it was reported the nurse was in the pt's room and noted the pt's blood pressure had decreased to 99/48 mmhg. At that time, the nurse noted two air bubbles in the tubing distal to the device that were 0.5-1cm in length with no device alarm. It was reported that an unspecified volume of air reached the pt. At that time, the nurse purged the air from the tubing set. The device was reprogrammed to deliver the noradrenalin at a rate of 2.6ml/hr (8 mcg/kg/min), and the delivery was restarted. The customer contact reported that after the delivery rate was increased, the pt reportedly stabilized. The customer contact reported the hypotension was not caused by the "air itself." The customer contact indicated that due to the low unspecified delivery rate, the "air bubbles" could result in some minutes without medication. After an unspecified length of time, the customer contact indicated that the pt's condition was reported as good. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.